Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12oct2020.

Event description:
The customer reported system won't power up. The problem was found during a maintenance check after the replacement of a filter. There was no patient involvement.

Manufacturer narrative:
It was reported that the unit had a first-generation power management (pm) pcba. The pm pcba board was then replaced under field change order. After the pm pcba board was replaced, it was reported that the unit successfully powered on; however, the display was reported as "fuzzy." The user interface (ui) assembly was then replaced to resolve the fuzzy; the replacement of the user interface assembly also corrected the damage that was reported for the touchscreen and front bezel. An additional issue occurred after the ui assembly was replaced; the field service engineer (fse) reported that two alarms were observed, "proximal pressure line disconnect" and "check vent ovp circuit failed." The motor control (mc) board was replaced to resolve the issue. The system fully met the specification and was returned to use.

Manufacturer narrative:
G4:11dec2020. B4:04apr2021. The fse replaced the rp-pcba, motor contr, 3rd gen to resolve the reported issue. G4:11feb2021. B4:04apr2021. The returned part was evaluated and the unit powered up normally. The customers alleged malfunction wasn't confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.